Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt very tired and their whole body was aching. It was later revealed that the pauses detected by the implantable cardiac monitor (icm) appeared to be undersensing - loss of contact, the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.